Event description:
A bayer r and I field service representative reported the following: the injector came out of the ceiling and hit an employee. The site reported the employee is on worker's compensation due to musculoskeletal injuries. The site refused to provide any additional information about the staff member's current condition or the extent of her injury.

Manufacturer narrative:
The site returned an ocsii system, s/n (B)(4), for product analysis. The investigation is ongoing and the results of the investigation are incomplete at this time. Upon completion of the investigation, a follow-up report will be submitted.